Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s pump ran empty on (B)(6) 2013. The patient was non-compliant with respect to refills. The pump was to be filled tomorrow. Drug(s) delivered via the pump was unknown; patient symptoms/ outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter.

Event description:
Additional information indicated that the notify date was 2013-07-29. It was later reported that the patient did not have any withdrawal symptoms. They missed their (B)(6) 2013 appointment for a refill, as well as two refill appointments prior to (B)(6) 2013. It was noted that the pump did exhibit a critical alarm. There was no known damage to the pump. The pump was filled successfully on (B)(6) 2013 and they did not have a follow up appointment since the refill. The pump system was being used to deliver dilaudid 4 mg/ml and bupivacaine 0.3 mg/ml. It was later reported that the pump and catheter model and serial numbers were provided.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).